Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) ) on (B)(6) 2019. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ("chronic fatigue") in an adult female patient who had essure (batch no. 927079) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fatigue (seriousness criterion medically significant), amnesia ("memory loss") and tendonitis ("upper and lower limbs tendinitis"). At the time of the report, the fatigue, amnesia and tendonitis outcome was unknown. The reporter provided no causality assessment for amnesia, fatigue and tendonitis with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 02-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ("chronic fatigue") in a female patient who had essure (batch no. 927079) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fatigue (seriousness criterion medically significant), amnesia ("memory loss") and tendonitis ("upper and lower limbs tendinitis"). At the time of the report, the fatigue, amnesia and tendonitis outcome was unknown. The reporter provided no causality assessment for amnesia, fatigue and tendonitis with essure. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.